Manufacturer narrative:
The mayfield head holder adapter of the device ro15064 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. Comment related to (date of event): it was noticed that the mayfield head holder adapter retaining clip was missing on (B)(6) 2017, but it is not possible to determine when it came apart.

Event description:
It was reported that before the surgery the surgeon noticed that retaining clip of the mayfield head holder adapter was missing. However the surgeon could use it to perform the surgery and there were no reported clinical consequences for the patient.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the mayfield head holder adaptor and not the rosa robot.

Event description:
It was reported that before the surgery the surgeon noticed that retaining clip of the mayfield head holder adapter was missing. However the surgeon could use it to perform the surgery and there were no reported clinical consequences for the patient.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. According to results of the investigation, the root cause is the wear and tear of the mayfield head holder adapter clip caused by the normal use of the device. A CAPA has been raised in our quality management system to avoid the reoccurrence of similar issues.